Manufacturer narrative:
Evaluation summary: it was caused due to the disconnection of the ccd cable.

Event description:
The processor was no image and warned "check scope connection". The time of event is unknown. There was no report of patient harm.